Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. All the components were removed and replaced with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole in the distal end of the cylinder from sharp instrument. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had a hole in the proximal end and two holes in the distal end of the cylinder from sharp instrument. Second cylinder had wear at fold in the proximal end and distal end of the cylinder. Tool marks were visible along the entire length of the cylinder. Leakage test revealed that the first cylinder had a leak from sharp instrument in the distal of the cylinder. The second cylinder had a leak from sharp instrument in the proximal end and two leaks from the distal end of the cylinder. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that one of the pump's kink resistant tubing (krt) was cut down to the pump block and not returned for analysis. The pump passed the leakage test. Functional test revealed that the pump failed the deflation test. The reservoir was microscopically inspected, and leak tested. Microscope examination revealed that the reservoir had two holes from sharp instrument damage at the strain relief adapter. The filament was pulled out in two spots from sharp instrument. Leakage test revealed that the reservoir had a leak at two holes from sharp instrument damage. Based on the information available and analysis results, the reported device issues were unable to be confirmed; however, a conclusion code of cause traced to component failure was assigned to this investigation because the pump issue could affect product performance. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. All the components were removed and replaced with no patient complications.